Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e2, e3, g4, g7, h2, h3, h6, h8, h10. The device history record and previous repair record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 7 january 2020, it was reported that a dermatome was not raising the skin properly on 18 december 2019. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device by zimmer australia on 30 december 2019 noted that the machined head was worn and that the depth bar had some side play. The anodized coating was also noted to have faded. The device was forwarded to zimmer taiwan for further evaluation. Evaluation of the device by zimmer taiwan on 22 january 2020 found that the device was out of calibration at all four settings and that the motor ran at the low end of motor speed specifications. Upon further evaluation, it was found that the motor, multiple bearings, o-ring, seal, reciprocating arm, external e-ring, machined head, hinge throttle gasket, all four width plates, and the lever were defective. Repair of the dermatome occurred on 30 january 2020 and involved replacing the motor, multiple bearings, o-ring, seal, reciprocating arm, external e-ring, machined head, hinge throttle gasket, all four width plates, and the lever as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired per zpo 5.3250. While the service technician found that the device was out of calibration at all four settings, which would prevent the device from taking an accurate thickness graft during use, it cannot be determined from the information provided as to what caused this to occur. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the dermatome was not raising the skin properly. No adverse events were reported as a result of this malfunction.